Event description:
The customer reported to olympus that while using the oes cystonephrofiberscope, the adapter was left on, and when technician removed, the entire port came out of the scope. The port was able to be put back in but leaked, causing bubbles from the port and tip. The event was found at reprocessing and there was no patient harm associated with this event.

Manufacturer narrative:
The device was returned and evaluated, and the customer allegation was not able to be confirmed. Additional findings included a channel leak, lifted glue on the bending section cover, evidence of a poor/blurry image and a loose port on the control body. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, loosening of the forceps molds likely occurred due to the same causes as other breaks, but it was not possible to determine whether the loosening of the forceps molds was due to stress or handling or other factors. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.